Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A device history record review has been initiated and analysis of the data has not been completed. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: "5. Precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.".

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lip using the packaged needle. As the injector started to inject the filler, the needle came off and the product spilled out onto the patient's lips. There were no injuries.